Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. Root cause is unable to be determined. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that the wire had sheared into multiple threads while inside the patient. The device was removed successfully. No additional patient consequences to report.